Event description:
It was reported that the patient's ams 800 artificial urinary sphincter (aus) was removed and replaced with a new aus due to a leak in the system. Additional information received stated that the leak was from unidentified location. The patient was doing post procedure.